Event description:
In the article, "late-onset toric implantable collamer lens rotation: a case report," a 13.7mm vticmo13.7 with a -11.0/+1.5/059 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's eye. Reportedly, "four years after the initial procedure... The patient noticed a spontaneous decrease in visual acuity in the left eye." Surgical ticl rotation was performed and the problem was resolved.

Manufacturer narrative:
Patient weight, ethnicity and race: unk. (B)(4).